Manufacturer narrative:
The patient¿s date of birth was reported as an unreported date and month in 1964. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient was treated with unspecified antibiotics (dose, route, and discontinued on the same day) for peritonitis. Twenty one days prior to the receipt of this report, dianeal therapy was discontinued. Three days later, the catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient had not recovered. No additional information is available.